Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, and vaginal scarring. It was reported that patient underwent, enterocele repair, partial vaginectomy, and partial colpocleisis on (B)(6) 2009 due to dehiscence of vaginal wound. Patient underwent b/l retrograde pyelogram with fluoroscopic interpretation, bladder biopsy with fulguration and vaginal exam under anesthesia on (B)(6) 2014 due to hematuria and abdominal pain. (B)(4).

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Event description:
It was reported by an attorney that a patient underwent a surgical procedure on (B)(6) 2008 and an absorbable adhesion barrier was used. Following the procedure, the patient has had seven surgeries, in constant pain with difficulty getting out of bed and now has health problems. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.